Event description:
According to the available information the urinary catheter was inserted at the beginning of the procedure without any problems. At the end of the operation the catheter falls out and the balloon was found ruptured.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9690272. A similar case study based on item number aa6114, defect burst, over last four year: 11 similar case were found (see file in attachment). Unfortunately no sample is available from the customer and we cannot go further than the documentary investigation. Checking the quality databases revealed one corrective and preventive action in relation to the describe defect: - monitoring CAPA-(B)(4): "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored.

Event description:
According to the available information the urinary catheter was inserted at the beginning of the procedure without any problems. At the end of the operation the catheter falls out and the balloon was found ruptured.